Manufacturer narrative:
Voluntary medwatch mw5146450.

Event description:
It was reported that possible far-field r-wave over-sensing and low impedance were noted on the lead. The lead was explanted, and an insulation breach was observed. The patient's condition is unknown.